Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for shaft detachment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the circumflex (cx) artery. During advancement of the 3.25x15mm nc trek balloon dilatation catheter (bdc) onto the asahi prowater guide wire, though no resistance was met, the shaft of the bdc separated. As the separation occurred outside the patient's anatomy, the bdc was simply removed from the guide wire without complications. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 3.25x15mm nc trek bdc was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.